Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as intractable spasticity and stroke. It was reported the patient experienced failures of delivery failure and pump failure. The patient had injuries of failure of therapy, pain, and spasticity. The date of injury was noted as (B)(6) 2017 date of explant. The pump was explanted on (B)(6) 2017. No further complications were reported.